Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable as the distal end. The broken cable segment that contains the crimp was missing from the clevis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps had a broken wire in the jaw that was sticking out. The procedure was with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.